Manufacturer narrative:
The reported event was confirmed through review of the returned imagery. Without the return of the device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, there were difficulties with withdrawal of a z-med 23 mm x 4 cm balloon through the 14f esheath plus. Pulled negative and had difficulty removing through the esheath. Able to get all but the very tip of the balloon recaptured but had to remove the balloon and esheath as a unit. Replaced esheath and continued the case without incident. Per follow up communication, a tear in the blue portion of the sheath was observed. As per review of provided imagery, post-procedural device photos showed the non-edwards balloon device with an altered profile, partially inserted into the distal tip of the sheath. The sheath distal tip was opened along the axial score line and was split. It is likely that the altered profile of the balloon contributed to the difficulty to withdraw the balloon completely into the sheath for removal. It is possible that excessive manipulation was used to overcome the difficulty that was experienced and lead to the sheath distal tip split. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, there were difficulties with withdrawal of a z-med 23 mm x 4 cm balloon through the 14f esheath plus. Pulled negative and had difficulty removing through the esheath. Able to get all but the very tip of the balloon recaptured but had to remove the balloon and esheath as a unit. Replaced esheath and continued the case without incident . There were no injuries or adverse impacts. A tear/split in the blue portion of the sheath was observed.

Manufacturer narrative:
Investigation underway.